Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump was not functioning properly and the doctor treated the customer for high blood glucose with insulin shot at the office. It was stated while downloading the information, the device went in suspend mode. Troubleshooting was performed. It was stated that the mother denied setting the device on suspend mode. Advised the mother that a replacement of the insulin pump would be sent. No further information was provided.